Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. The cause of the iipv was determined to be: insufficient drain / use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 2782ml. The fill volume was 1700ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient never reported any symptoms of overfill. The nurse stated that the patient resumed therapy successfully. The nurse stated that the reason the patient's ultrafiltration is set low is because the patient usually does not ultrafiltrate very much, thus they are trying to avoid pain on drain. There was no patient injury or medical intervention associated with this event.